Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms after using the pump in the shower. The customer's blood glucose level was not impacted and stated that they were able to resume insulin deliveries without the need to change any pump supplies. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.